Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments which did not convert the arrhythmias to a slower rhythm. The device was started up at 11:36:38 on (B)(6) 2022. At 12:05:50, an arrhythmia was detected. ECG shows vf/fine vf with motion artifact and varying rates/amplitudes. At 12:06:40, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf/fine vf with motion artifact and varying rates/amplitudes. The post shock rhythm was vf/fine vf with motion artifact and varying rates/amplitudes. At 12:06:40, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf/fine vf with motion artifact and varying rates/amplitudes. The post shock rhythm was vf/fine vf with motion artifact and varying rates/amplitudes. The electrode belt was disconnected at 19:57:12 on (B)(6) 2022.